Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the medication restock was not triggering for two stations. A technical support specialist (tss) reviewed a reported issue where refills were not triggering for carousel medications in the omnicell system. The medication appeared low in pyxis reports and was confirmed through pick, delivery, and inventory reports. No logistics server was present in the server list. The user manually refilled medications based on health sight viewer (hsv) stockout notices. Tss advised coordination with omnicell support and the interface team to investigate refill trigger issues. A follow up email was sent to user after ghost pockets were removed for the two pyxis devices from the jit database on the carefusion coordination engine (cce). The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server morning refills were not triggering on two stations for carousel medications despite low inventory showing in reports and inventory views. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.